Event description:
Caller reported that a pump malfunction occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisting caller in resetting the pump successfully, and instructed them to call back if the malfunction code recurred, which it did not. Customer was informed they could continue using the pump and acknowledged the instructions.